Event description:
As the coil was being placed into the artery, it started to detach before it was connected to the detachment cable. The coil was retrieved into the microcatheter and the procedure continued without any further incident.

Manufacturer narrative:
It was reported that as the deltapaq platinum microcoil 2 mm x 10 cm coil was being placed into the artery, it started to detach before it was connected to the detachment cable. It was confirmed that the coil prematurely detached. The coil was retrieved into the renegade 021'' microcatheter and the procedure continued without any further incident. The coil was safely withdrawn with no adverse event reported. It was reported that as far as known the patient was discharged in the usual time frame without injury. There are no further procedural details or details regarding the event. It is not know if the pre-deployment test was performed, whether there was any resistance during advancement/withdrawal or additional maneuvering of the device prior to the event. The coil was returned separated and entangled around the device positioning unit (dpu) in multiple places. The coil was returned severely damaged. Due to the way the coil was handled and packaged it cannot be determined how most of the damage originated. The coil was mechanically detached. The proximal end of the coil was buckled, compressed, and stretched. The coil¿s socket ring has been fractured at the solder point. The fracture is ductile in nature requiring external force. The most likely root cause of the coils unintended detachment and a portion of its severe damage may have been the selection of a non-compatible 18 series microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm)." The inner lumen of the renegade microcatheter is 0.021''. In addition, without the return of the renegade microcatheter used in the procedure, it cannot be determined if there were any additional contributions to the complaint event. With review of the available information and analysis of the returned device, it appears that the premature detachment of the coil was caused by external force. The use of a noncompatible microcatheter is one identified contributing factor. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The coil was returned separated and entangled around the device positioning unit (dpu) in multiple places. The coil was returned severely damaged. Due to the way the coil was handled and packaged it cannot be determined how most of the damage originated. The coil was mechanically detached. The coil was mechanically detached. The proximal end of the coil was buckled, compressed, and stretched. The coil¿s socket ring has been fractured at the solder point. The fracture is ductile in nature requiring external force. The most likely root cause of the coils unintended detachment and a portion of its severe damage may have been the selection of a non-compatible 18 series microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm)." The inner lumen of the renegade microcatheter is 0.021''. In addition, without the return of the renegade microcatheter used in the procedure, it cannot be determined if there were any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.